Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance and the smart coil was unable to advance out of the introducer sheath and into the microcatheter. The smart coil was therefore removed and the procedure was completed using new smart coils and the same non-penumbra microcatheter. The physician reported using a rotating hemostasis valve and maintaining continuous flush. On a follow up angiography scan, the physician noticed a small thrombus at the base of the coil mass at the origin of the m3 branch of the right middle cerebral artery (mca). The physician treated the thrombus, and an angiography scan two days later showed minimal residual thrombus.